Event description:
Additional information was received that after the infolded valve was recaptured and withdrawn from the patient, the valve was deployed in warm water. The physician looked over the valve and it was determined to be fine to re-load the same valve. The valve was re-inserted and deployed without any problems. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was inspected and a misload was not identified. Upon the first deployment attempt, an infold was observed at an implant depth of 3 millimeters (mm). The valve was recaptured and withdrawn from the patient. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic balloon. The same valve was re-loaded and implanted successfully. It was noted that a 20-minute procedure delay occurred in result of the infold, and the patient's calcified anatomy contributed to the infold. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.